Event description:
The customer reported that the device was partially sealing and the vessels were oozing. The surgeon stated that the pt has historical accounts of bleeding from the uterus, more so than usual, during labor and previous surgeries. The surgeon believed that the minor oozing was a result of these pt conditions. The surgeon was happy with the device performance and finished the case with the original device.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.